Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came on the cover of the distal end section, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: pcf-260 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: pcf-260 series reprocessing manual: chapter 3 ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the plastic distal end cover. There were no reports of patient involvement.